Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was having shocking when their stimulation was turned on after cycling. It was indicated that the caller was with the patient and/or the healthcare provider (hcp) to do further troubleshooting. They reported that the patient was on cycling for 5 minutes on and 30 secs off. The patient indicated that they got shocked when the ins was turned on. Soft start/stop was indicated to be off and it was suggested that the rep turn that on for a smoother change in stimulation sensation. The caller indicated that the cycling was turned on to improve the battery longevity. It was indicated that the longevity on a continuous mode was less than two years and the ins was currently at 2.6, and the rep did not indicate an eri flag. The patient also requested that the ins turn off at night and the rep attempted to set scheduled therapy. It was unknown due to the ins battery level if cycling would still be used since the patient might go to a rechargeable ins. It was reported that the event began on (B)(6) 2018 after the rep met with the patient and programmed the patient. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the shocking the patient was experiencing when the stimulation was turned on after cycling was the patient¿s feeling of the cycling when their device would kick on. It was indicated that the rep did not know if turning the soft start/stop setting on resolved the shocking issue and they were waiting for the patient to call them back. It was indicated that the patient¿s weight at the time of the event was unknown. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.